Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion set is leaking from the top of the head set. No adverse event reported. Infusion set has been discarded; no product will be returned.